Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The (B)(4) stenosed, in-stent restenotic target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 4.0 x 20, 135cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was replaced with a 4mm x 2cm non-bsc balloon catheter and dilatation was performed again. Blood flow recovery was confirmed and the procedure was completed. There were no patient complications nor injuries.